Manufacturer narrative:
The field service engineer replaced the ise sample probe and cleaned the ise flowpath, and cleaned crystallization around the sonic wash station. He performed sample probe alignments and cleaned the sipper nozzle. He ran calibration, qc, and precision testing and the results were within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 149 mmol/l and the repeat result was 140 mmol/l. Sample 2 initial sodium result was 150 mmol/l and the repeat result was 141 mmol/l. Sample 3 initial sodium result was 148 mmol/l and the repeat result was 140 mmol/l. The repeat results were believed correct. It was requested but not known if the questionable results were reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.